Event description:
Customer reported his insulin pump is delivering bolus deliveries on its own. Last wednesday, customer was about to change his infusion set and saw his insulin pump was counting down. Customer is not sure how much of the bolus he received, but his blood glucose was 32 mg/dl. He treated with a manual injection. The last time the issue occurred customer noticed his blood glucose was 28 mg/dl for no reason. When he checked the device, it was counting down from ninety. Customer treated with two glucose injections. Customer's current blood glucose is 128 mg/dl. The device is being replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.